Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 20x4mm, eccentric, de novo target lesion with a bend of <45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f mach 1 boston scientific (bsc) guide catheter and a non-bsc guidewire were engaged, a 3mm non-compliant balloon catheter was advanced for pre-dilatation, resulting in a 60% stenosis after pre-dilatation. A 28 x 4.00 promus elite mr drug-eluting stent was selected for treatment. However, during the procedure, the stent fractured. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 20x4mm, eccentric, de novo target lesion with a bend of <45 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f mach 1 ar non-boston scientific (bsc) guide catheter and a non-bsc guidewire were engaged, a 3mm non-compliant balloon catheter was advanced for pre-dilatation, resulting in a 60% stenosis after pre-dilatation. A 28 x 4.00 promus elite mr drug-eluting stent was selected for treatment. However, during the procedure, the stent fractured. The device was removed intact, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was stable post-procedure. It was further reported that the damage occurred during the attempts to cross the lesion.